Event description:
It was reported by a urologist, a prostate procedure was performed on (B)(6) 2012. Lasing time: 25.2 minutes; energy: 80-120 watts; and 149,467 joules used. Reportedly "extra: small turp middle lobe". Same day of procedure catheter a demeure (cad) was removed. Second day post procedure pt presented with dysuria and antibiotics were administered. Four days post procedure pt presented with pain and problems walking. Forty-sixth days post procedure pt was diagnosed with osteomyelitis os pubis. "Pt administered IV antibiotics and catheter a demeure (cad) for 6 weeks. Osteitis resolved". Reportedly, "stricture after that". No further info was reported.